Event description:
During an implant procedure, the right ventricular (rv) lead was positioned in several locations. Each location had intermittent or no capture. An x-ray was performed and there was no visible damage to the rv lead. The lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
A complete lead was returned for evaluation in one piece for analysis. As received, visual analysis did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts.